Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "klinik meldet das gerät am intubierten pat. Im pcv während der beatmung aus ging und laut piepte [15.2.25 12:54uhr]. Pat. Wurde bebeutelt bis ein anderes gerät konnektiert war. Clinic reports that the device on the intubated patient in the pcv went off during ventilation and beeped loudly [15.2.25 12:54pm]. Patient was ventilated until another device was connected." Translated to english: "the clinic reports that the device shut down and emitted a loud alarm during ventilation of an intubated patient in pcv mode on 15.02.2025 at 12:54 p.m. The patient was manually ventilated with a resuscitation bag until another device was connected." Additional device was required. No patient heath impact were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Additional information: hamilton medical ag`s conclusion: investigation was conducted on the affected device. The logfiles were extracted and analyzed. The analysis confirmed that on 2025-02-15 at 12:54, the device entered ambient mode, followed by technical fault alarms related to system monitoring. Repeated occurrences of similar events were identified in the logs. The device was evaluated by a service technician, who identified a hardware-related issue involving the mainboard. The mainboard was replaced. The device passed all tests and was returned to clinical use. According to the user, the patient was manually ventilated during the brief interruption. No patient harm was reported.